Manufacturer narrative:
Additional informaiton: product analysis: ibt analysis - complaint return inflatable bone tamp (ibt) partially inflated as received. When deflated, the balloon did not fully collapse, preventing the balloon from starting into the stylus cannula. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.

Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at t7. During the procedure, "the balloons would not advance down the cannula" and a new kit was opened. According to the report, the balloon from the second kit would not advance down the cannula. The balloon was not inflated prior to trying to advance it. The procedure was delayed approximately 10 minutes but was completed successfully using a new balloon. No patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.